Event description:
Two endeavor sprint drug-eluting stents were deployed at lad during the index procedure. It is reported that the patient died due to a gi bleed approximately 3 months post index procedure. Investigator assessed that the event was not related to the study device. Patient was on dapt at the time of event.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (haemorrhage); evaluation, conclusions: inherent risk of procedure - (haemorrhage). (B)(4).